Manufacturer narrative:
D9: product received date 9/24/2024. H3: service history review identified the complaint was not related to a previous service of the device within the review period. Performed a fluid accuracy test and incoming verification test. Device passed tests with no issues.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump has a low flow rate. There was unknown patient involvement.

Manufacturer narrative:
While performing a review of the file it was determined that it was a duplicate of an existing complaint record. Please disregard any reports associated with file mrn 3012307300-2024-08814. Please reference file mrn 3012307300-2024-07378 for all details pertinent to this event.